Manufacturer narrative:
Insulin pump received with blank display due to battery tube connector not plugged in properly. Unable to perform unexpected restart test and unable to verify for reset anomaly due to blank display. Insulin pump received with scratched lcd window and crack reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 402 mg/dl. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.